Manufacturer narrative:
The reported event of high impedances was confirmed. Microscopic inspection of the lead revealed that channel 2 lead wire was broken 20.9cm distal to the stimulation end. The broken wire is consistent with an overstress condition the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6) batch: a000117087.

Event description:
It was reported that during a ipg replacement procedure on (B)(6) 2023 [related manufacturer reference number:3006705815-2023-04524], one of the patients leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein lead was explanted and replaced to address the issue. It is unknown which lead had the high impedances.